Event description:
It was reported that several episodes of non-sustained lead noise due to post-paced t-wave oversensing was observed via merlin transmission. Programming changes were made. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.